Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was not detected on the bus. The customer tried to reboot the station and recover the drawer, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer was not detected on the bus. A field service engineer (fse) investigated a failure in auxiliary drawers 7.1 and 7.2, where all cubies were reported as non-functional. Diagnostics showed good lights on the drawer controller, module controller, and row boards, and all cubies were functioning properly in diagnostics. The fse reseated the pyxibus cable, retractor band cable, and row board cable at the drawer controller. After reseating, diagnostics confirmed both drawers were functioning properly. The system functioned as intended after the field service engineer repaired the device.